Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with nausea, vomiting, tea-colored urine, intermittent chest pain, and overall not feeling well. The patient's international normalized ratio (inr) goal was 2.5-3.5, and on admission they were at 2.1. Pump thrombosis was suspected and log files were submitted for review. Technical services did not note any unusual events in the log file. An echocardiogram was done on (B)(6) 2022, as well as a computed tomography (CT) scan of the abdomen, chest, and pelvis. On (B)(6) 2022 the patient underwent a heartmate (hm) ii to heartmate 3 pump exchange .obstruction inside the hmii sewing ring was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas). A direct correlation between (B)(6) and the reported nausea, emesis, hematuria, intermittent chest pain, and overall malaise as well as a direct correlation between these symptoms and the confirmed thrombus could not conclusively be determined through this evaluation. Hmii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 3¿¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. Approximately 0.5¿¿ of the sealed outflow graft was returned attached to the outlet elbow. The sealed outflow graft bend relief had been severed at its hardware and was returned properly attached to the outflow graft hardware. The remainder of the sealed outflow graft and sealed outflow graft bend relief material was not returned. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6), visual inspection of the proximal side of the outlet stator revealed red, tissue-like depositions surrounding the outlet bearing ball. The lack of laminated layering indicated that these depositions did not form in the outlet stator and likely, originally formed elsewhere; however, the specific origin could not be conclusively determined through this evaluation. Additionally, the lack of denaturation suggests that these depositions were not present for an extended amount of time while (B)(6) was supporting the patient. A specific cause for the observed thrombus formations could not be conclusively determined through this evaluation. Visual examination of the pump¿s remaining blood contacting surfaces revealed no evidence of developed or adhered thrombus formations. The reported obstruction that was observed inside the hmii sewing ring could not be confirmed. Upon removal of the observed depositions, the pump was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Due to inadvertent damage to the device incurred during abbott¿s evaluation, hq testing could not be performed; however, electrical continuity of the pump's driveline was unremarkable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Section 1 and section 6 of the IFU, outline indications of pump thrombosis as well as how to respond to such events. Hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.